Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's cable was realigned to address the issue.